Event description:
It is reported that the customer recieved a button error alarm. Customer stated that the insulin pump was exposed to water. Customer's blood glucose level was 120 mg/dl. Advised customer insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.